Event description:
It was reported that the luer lock at the end of a clearlink continu-flo solution set was misshapen. The reporter stated that the end of the luer lock was "egg-shaped" and would not connect to anything. This was noted after spiking and priming the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Visual inspection confirmed that the male luer collar is out of round, therefore a functional test was not conducted. Microscopic examination showed that there is no obvious visible damage or markings on the male luer or collar. The complaint will be confirmed. No other obvious defects were noted. No further testing was performed. Should additional relevant information become available, a supplemental report will be submitted.